Event description:
The customer reported a difference between the neat sample advia centaur xp vancomycin result and the diluted sample results. There are no reports that treatment was altered or prescribed based on the discordant result. There are no reports of adverse health consequences based on the different advia centaur xp vancomycin results.

Manufacturer narrative:
The cause of the discordant results is unknown. Siemens dispatched service to the customer site but the customer canceled the service visit. No explanation was provided. No additional reports of issues have been received from this site. The issue appears to be sample specific.